Event description:
It was reported right ventricular (rv) lead in left ventricular (lr) port 2 5071 adapted into bipolar config had chronic high thresholds and poor sensing. Lv lead in rv port 4968 had oversensing in bipolar and pause was observed on holter with reproducible oversensing with isometrics and movement. Reprogrammed to uni with 4 mv sensitivity and resolved some of the oversensing and inhibition. Revision/new case scheduled. Discussed extraction not recommended on epi leads. Referred to oma if doctor would like to discuss extraction further. Discussed possible configuration options to try and get better sensing. Consider switching leads back to port where they are placed and testing multiple configurations. Patient is pacer dependent. The adaptor remains in the patient.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h10 the report received from the customer was sent to oscor in error. There was no allegation against an oscor product; therefore, this report is being voided. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.